Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the customer complaint was confirmed. The leds would not turn on due to the interface printed circuit board (pcb) not working as intended. The pcb was replaced to resolve this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the the led was not turning on. Lights are not illuminating when the device is turned on. The product fault occurred during testing at the biomed shop. There was no patient involvement and no harm/adverse event reported.